Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2., b.3., d.1., d.2., d.4., g.1., g.5., h.4, h.6.

Event description:
Healthcare professional reports left side capsular contracture, baker grade iii, severe pain, ¿enlargement¿ and minimal fluid around the implant. Device remains implanted.

Manufacturer narrative:
The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma.

Event description:
Healthcare professional reports left side capsular contracture, baker grade iii, severe pain, ¿enlargement¿ and minimal fluid around the implant. Device remains implanted.